Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode and fell. Asystole or bradycardia was suspected due to a pacemaker malfunction. A health care professional contacted technical services and reported that the patient had atrial fibrillation. Atrial undersensing was noted and when the sensitivity was adjusted no sensing was noted. The device was unable to recognize the atrial fibrillation due to poor sensing and therefore did not mode switch appropriately. Intermittent pseudofusion or fusion was noted due to the variable conduction. An intermittent pacing spike with right ventricular (rv) loss of capture was also noted. The rv threshold measurements were variable and the impedance measurements were stable. Right ventricular undersensing, erratic rv output and sensing were also reported. The device replacement procedure notes state that the device no longer had the implant date or the implanting physician information. The device was explanted and returned for analysis. The lead testing during the procedure was normal therefore the leads remain implanted with a new device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Information obtained with the zoom programmer confirmed that there was no data programmed in the patient data screen and the device memory revealed that no data was programmed in the patient data block. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--